Event description:
It was reported that during a generator change out procedure, the replacement pulse generator lost output upon being connected to the existing lead out of the pocket. The device also exhibited an electrocardiogram anomaly. The device was not used and a new device was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
(B)(4).